Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported pain inside her left eye following intraocular lens (iol) implant surgery. She states her vision is good in the implanted (left) eye, but not as good as in the right eye. She was told that her pain is due to her history of dry eyes and blepharitis. She is taking medications for these conditions, but states they do not help. She has been advised to get plugs in her lower eyelids but has not done so. Two months following the lens implant, she was treated for a skin condition with an antibiotic and states the side of her face remains swollen. At the consumer's request, the surgeon was not contacted.